Event description:
The reporter stated the surgeon inserted and removed a cc4204bf collamer plate lens. Lens was damaged upon insertion due to loading error. No enlarged incision or sutures required. No pt injury. There were three attempts to implant a lens. The first two attempts the lens was damaged due to loading errors. On the third attempt the eye capsule was too weak to hold lens. On the fourth attempt a sulcus lens was implanted, not a staar lens. See MFR report# 2023826-2009-00804 and 2023826-2009-00805.

Manufacturer narrative:
Eval: results - a visual inspection of the returned product found one haptic and piece of optic is torn off and missing. There was evidence of clear surgical residue.